Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, difficulty was encountered approximately 10 mm from step 3 completion window and exchange sheath splitting could not be completed. The device was removed with counter traction and an assertive pull. Manual compression was applied to achieve hemostasis. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.